Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm thoracic aortic aneurysm. The patient also has a greater than 4.6 cm in diameter ascending aortic aneurysm. The origin of the innominate artery is very wide at 1 cm in diameter. Vessel morphology was reported as no tortuosity and no calcification. The physician performed a carotid-subclavian bypass prior to the stent graft implant and selected the left carotid artery as the intended landing zone. It was reported the physician inserted the first talent stent graft delivery system (MFR. Report # 2953200-2010-01379) beyond the intended landing zone, and during its deployment, the apex of the stent graft opened misaligned. Although the physician pulled the delivery system backward, which corrected the misalignment, the stent graft was inaccurately-placed not at the intended location. The misaligned opening was due to the large in diameter innominate artery and the ascending aortic aneurysm, which prevented the apex of the stent graft from apposing the vessel wall. The same type of misaligned openings and inaccurate placement occurred with two additional stent grafts (MFR. Report # 2953200-2010-01380) and the three stent grafts were telescoped inside of one another. The physician then advanced and started the deployment of a fourth talent stent graft (MFR. Report # 2953200-2010-01382) at the exact landing zone that the device was to be placed; however, the device still landed slightly lower than intended. Consequently, the physician implanted a fifth talent stent graft (MFR. Report # 2953200-2010-01383) proximally, which also landed slightly lower then intended. The physician then implanted another talent stent graft successfully at the intended landing zone. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (large innominate artery ostium; ascending aortic aneurysm), (implantation to the carotid artery). Evaluation conclusions: (large innominate artery ostium; ascending aortic aneurysm), (implantation to the carotid artery).